Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a previous right ventricular (rv) pace impedance measurement of greater than 3,000 ohms. Reprogramming was performed to unipolar pacing with bipolar sensing. Technical services (ts) discussed integrity concerns in regard to this patient undergoing a possible magnetic resonance imaging (MRI). This pacemaker remains in service. No adverse patient effects were reported.